Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator (ins). Patient reported at first that they were on c 3, 1.9 v. On (B)(6), their healthcare professional (hcp) changed them to c 7, p 4 at 1.6 v. Patient called hcp next day as they thought that they were having problems. On (B)(6) 2016, patient was having a problem with urination. The other day, patient could not urinate at all. They changed to p 1 at 2.1 v and patient now felt like having the urge to urinate every 5-10 min on (B)(6) 2016 and it just comes out a little bit then they catharize because they were thinking that they could not go and nothing came out, just a few drops. Patient concerned that it might led to urinary track infection (uti). Patient wanted to go back to program 4 and asked representative's help in that. Patient changed to p 4 at 1.8 v and they did not feel stimulation yet and it was advised that patient co uld adjust the stimulation now. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.